Manufacturer narrative:
Device model number and lot number unavailable. UDI not available. 510k unknown as device model number is unknown. No parts have been received by the manufacturer for evaluation. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation being used for a sacroiliac and thoracolumbar procedure. It was reported that the pedicle screws (ps) of left l5 were installed by using navigation, the probe, tap, and driver. When the ps was inserted, the bone was very hard and the screw worked, but it was suspected to be too effective. The screw at the tip of the driver was cut off just before the installation was completed. Since the threaded tip could not be taken out, a short rod was installed, and a final installation was performed. Removal was performed by using a rod gripper, and a new screw with a length of 5 mm was installed. The operation was completed successfully. There were no anomalies such as broken bones. There was a delay of less than an hour. There was no impact to patient outcome.